Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was reportedly sleeping but was unable to be woken up as he was unresponsive. An ambulance was called, and when the patient regained consciousness, he was feeling really dizzy and felt like she was about to pass out. The patien'ts wife checked his cgm reading but could not remember what was displayed but stated the readings were inaccurate. When a fingerstick was taken by the paramedics the blood glucose reading was 40 mg/dl. No alerts were shown on their tandem pump, but it would not ¿shutdown¿ as per patient. The patient was given unknown intravenous treatment the bring up the blood glucose level and was also given a syrup by the paramedics. When the paramedics left, the blood glucose reading would was 396 mg/dl, no cgm reading was reported from that moment. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.